Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/24/2017 with the following findings: review of the pump¿s black box revealed call service 087 alarms related to the complaint. A related call service 069 alarm was produced during investigation during the rewind step of the prime sequence. A flash chip failure was revealed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 087 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.